Event description:
It was reported by the patient that the implantable pulse generator (ipg) "(did not) work and almost killed me." The patient stated the explanted device was shown to the physician who could see "where it shorted out and is burnt." Follow-up was conducted with the physician's office and the records were reviewed. No notes were documented about the patient statements or about the physician having seen the device. The device was explanted and upgraded to an implantable cardioverter defibrillator (ICD) about eight years prior to the patient call and the patient services representative encouraged the patient to submit the ipg for manufacturer analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.